Manufacturer narrative:
Correction - MDR retraction.

Event description:
This report is to retract report 2017865-2018-10376 submitted on 07/18/2018. This report was erroneously submitted. This device is an investigation device exemption product and is not reportable. All previously submitted information should be superseded to not applicable and null fields.

Event description:
It was reported that during implant procedure, the implantable cardioverter defibrillator exhibited backup vvi operation. The device was not used and replaced. The patient was in stable condition.